Manufacturer narrative:
A1 - a4: the deceased was not implanted with a heartmate 3 left ventricular assist device. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Details pertaining to this event are as follows: the case narrative from the investigative report stated, ¿they had discovered two victims inside the dwelling.¿ ¿they discovered one adult male deceased in the bed and one three-year-old male deceased on the floor next to the bed.¿ the deceased adult male is reported under MFR # 2916596-2023-00585. The investigative report reported that no autopsy was requested or completed for the three-year old male. The cause of death is unknown. The following details were already reported under MFR # 2916596-2023-00585. The investigative report from the clayton county fire and emergency services concluded, ¿based on all of the statements gathered and my thorough examination of the scene, it is my conclusion that this fire was an accidental occurrence caused by an electrical surge from the medical device that was located on the floor of the bedroom. The origin of the fire was determined to be the floor/carpet where the wiring for the device was situated in order to supply medical care to the victim. The device was located near the closest [sic] and the device's leads were stretched across the floor, supplying the necessary care to the victim. The only source of ignition in the area was determined to be the leads of the aforementioned device.¿ related mobile power unit MFR #: 2916596-2023-07164.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an electrical surge from the mobile power unit (mpu) potentially resulting in a fire was not able to be determined. The mobile power unit serial number (B)(6) and the heartmate 3 system controller serial number (B)(6) were not available for evaluation. No components of the heartmate 3 system have been returned to abbott for investigation. Photos provided by the fire expert retained abbott where reviewed. When comparing the photos provided by the fire expert with an intact system controller, the damage in the photos is consistent with external fire exposure. The system controller power lead connectors are still intact after fire exposure while the outside layers show damage and/or are missing as is consistent with burning up due to fire exposure. Photos also revealed a significant thermal damage to the user interface of the system controller. The modular cable was properly connected and locked inside the controller¿s driveline connector. In addition, the mpu is designed with overcurrent protection which shuts down the mpus output power when a short circuit or overcurrent condition is detected. This feature would prevent any wiring defect in the mpu patient cable or the connected system controller power leads resulting in a short circuit or overcurrent condition from becoming a hazardous heat source. The system controller is also designed with overcurrent protection with fuses that would open (i.e., protect) if a short circuit or overcurrent condition is detected. This feature would prevent any wiring defect in the lvad driveline resulting in a short circuit or overcurrent condition from becoming a hazardous heat source. In summary, the provided photos are from initial/preliminary investigation of this event, and they appeared consistent with the system controller power leads and the mpu connector being exposed to the reported fire. The photos show that the wires are intact internally, and the damage is on the exterior of the power leads, therefore, the leads appear to be melted from the outside inward. This review supports abbott¿s preliminary conclusion that the system controller power leads and the mpu connector were exposed to the fire externally. After repeated requests for product return and additional information, the patient¿s representative has not provided additional information at this time and has not indicated if additional information or the product will be returned. If additional information and/or the product becomes available, the complaint and investigation will be reopened. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 left ventricular assist system instructions for use (IFU) (rev. C) contains the following information for safety testing and classification: the heartmate iii left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: iec 60601-1:2012 (ed. 3.1), iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0), iec 60601-1-11:2015, iec 60601-1-8:2006 + a1:2012, iec 60601-1-6:2010 + a1:2013, iec 62366:2007 + a1:2014, en 60601-1:2006/a1:2013 (ed. 3.1), en 60601-1:2006 +corr. 2:2010 (ed. 3.0), ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 +, a2:2010/(r)2012 (ed. 3.1), ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0). Can/csa c22.2 no. 60601-1:14 (ed. 3.1), can/csa c22.2 no. 60601-1:08 (ed. 3.0), can/csa c22.2 no. 60601-1-11:15. These standards require making the following declarations and stating the type and degree of protection for listed hazards. Ul 60601-1, 1st ed., 2006-04-26, can/csa-c22.2 no. 601.1-m90 (r2005). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Abbott received additional information regarding this event on 01dec2023 when it was served with the complaint from a lawsuit filed in the state court of (B)(6). In the complaint, it is alleged that the ¿hm 3 device catastrophically failed when its system controller, due to a manufacturing defect in one of the battery pack¿s three battery cells, internally shorted, overheated, and experienced a thermal runaway.¿ it further alleges that ¿as a result of the thermal runaway, the battery cells in the hm 3 system controller combusted and/or exploded, and the hm 3 device stopped pumping [redacted] heart, causing [redacted] death.¿ it was also alleged, ¿at [redacted] last medical appointment, on (B)(6) 2022, no issues with his hm 3 device was [sic] noted¿. It was alleged in the complaint that the autopsy revealed ¿that [redacted], who had burn marks around his nose and mouth, had succumbed to smoke and ash inhalation.¿

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller backup battery cells internally shorted, overheated and experienced a thermal runaway was not able to be determined. The heartmate 3 system controller serial number (B)(6) and the mobile power unit serial number (B)(6) were not available for evaluation. No components of the heartmate 3 system have been returned to abbott for investigation. Photos provided by the fire expert (retained by abbott) where reviewed. When comparing the photos provided by the fire expert, the damage in the photos is consistent with external fire exposure. The photo of the back side revealed that the backup battery compartment cover shape was not affected and there were no structural deformations. The photo suggests that there was a thermal damage to the back side of the controller, including the backup battery cover; however, the damage appears external mostly affecting the top of the cover. The photos of the system controller power lead connectors revealed that the connectors are still intact after fire exposure while the outside layers show damage and/or are missing as is consistent with burning up due to fire exposure. The photo of the front side of the system controller photos revealed a significant thermal damage to the user interface of the system controller. In addition, the emergency backup battery (ebb) is designed with over-current protection, over-temperature protection and cell thermal protection requirements. The ebb is designed with a discrete over-current protection circuitry to disconnect the pack in case of overload. Battery discharge will be limited to 3.0 amps. The ebb contains a discrete over-temperature protection circuitry to disconnect the pack in case of thermal overload and the ebb contains one positive temperature coefficient (ptc) protective device per li-ion cell. The ptcs must be rated for the voltage and current under use in the ebb. Positive temperature coefficient (ptc) protection devices interrupt charge and discharge current when high temperature is detected. The ebb employs three ptcs, one for each of the three li-ion cells. In summary, the provided photos are from initial/preliminary investigation of this event, and they appeared consistent with the system controller and the mpu connector being exposed to the reported fire. The photos show that the thermal damage affected the top of the emergency backup battery cover, and the shape and structure of the cover are unaffected which supports abbott¿s preliminary conclusion that the system controller and the mpu connector were exposed to the fire externally. After repeated requests for product return and additional information, the patient¿s representative has not provided additional information at this time and has not indicated if additional information or the product will be returned. As additional information becomes available, including if the products are returned to abbott for evaluation, additional analysis will be performed, and this investigation will be updated. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 lvas instructions for use (IFU) (rev. C) contains the following information for safety testing and classification: the heartmate 3 left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1). ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0). ¿ iec 60601-1-11:2015. ¿ iec 60601-1-8:2006 + a1:2012. ¿ iec 60601-1-6:2010 + a1:2013. ¿ iec 62366:2007 + a1:2014. ¿ en 60601-1:2006/a1:2013 (ed. 3.1). ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0). ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1). ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0). ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1). ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0). ¿ can/csa c22.2 no. 60601-1-11:15 . These standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26. ¿ can/csa-c22.2 no. 601.1-m90 (r2005). In addition, the emergency backup battery complies with the following safety requirements: ¿ ul 2054. ¿ en 62133, and un recommendations on the transport of dangerous goods, manual of tests and criteria and addendum 2, part 3, sect. 38.3. No further information was provided. The manufacturer is closing the fie on this event.